Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that her ins depleted the day prior to report and that it has not been charging very well and they were getting intermittent charging for a few days. It hasn¿t been connecting well, and when they went to charge it would not connect. Currently it won¿t charge at all. The patient reported that they were "terrible pain" since the ins depleted yesterday. The patient reported that she has rsd and is meeting with her hcp today at 230pm and wants a rep at the appointment to charge her implant. A replacement recharger was ordered for the patient and the patient was redirected to their hcp. Subsequently it was reported that they received a replacement rtm and were still unable to charge the ins. The patient was seeing ¿no device found.¿ the patient reported she charged for 3 hours 2 days ago via passive charging. They tried to disable device twice, but this did not resolve the issue. The patient was instructed to try further passive charging and then it switched over to normal charge screen with excellent coupling. The ins was very low in red zone of charge level.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the results of any diagnostics/troubleshooting performed related to report of being unable to charge and pain was taking battery cut of recharger remote. The circumstance that led to report of being unable to charge and pain was that the patient was having a harder time recharging the spinal cord stimulator (had to push recharger and against battery). On aug 27th, the battery had no charge - the recharger would not connect at all to charge. Patient called the manufacturer several times on 8/28 and the healthcare professional was told the manufacturer representative (rep) had an extra remote. Patient had the hcp's appointment to meet with the rep since she could not do anything until a new charger came. The hcp gave the pain medication to get him through the night.